Event description:
It was reported that the deep brain stimulation (dbs) patient experienced intermittent stimulation causing the return of their tremors and was admitted to the hospital. A computed tomography (CT) image of his head and chest were taken however did not reveal any anomalies. It was noted that the patient was wearing a magnetic badge over the implantable pulse generator (ipg) causing electromagnetic interference which is stated as a precaution in the IFU. Additionally, it states that strong enough electro-magnetic fields can temporarily turn stimulation off and will return once the electromagnetic field is removed. The ipg remains implanted and continues to deliver therapy. The patient was discharged the following day and is doing well.